Event description:
It was reported that an occlusion alarm occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. A cartridge change was performed. It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer reverted to an alternate method of insulin delivery. Customer¿s blood glucose level was 182 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.